Manufacturer narrative:
Review of device history records including raw material inspection, in process & finished product inspection does not reveal any discrepancy relevant to batch under investigation which confirms that there is no indication of a product related quality deficiency associated to this batch. Control sample test results of the same manufacturing batch again confirm that there was no indication of a product quality deficiency. There was no anomaly noted during or after the device was prepared. The lesion was very calcified (prox. Lad) and hence tracking difficulty noted while maneuvering through the lesion. Additionally, a review of the complaint history identified no other incidents from this batch. Neither the DHR review nor the control sample analysis suggests that the event could be related to the batch under investigation, design or manufacturing process. (B)(4).

Event description:
During a percutaneous transluminal coronary angioplasty (ptca) procedure, the mozec balloon ruptured